Event description:
It was reported that a 76 yo male patient who was initially implanted on the left knee on (B)(6) 2018, underwent a revision procedure on (B)(6) 2022, approximately 3 years 9 months post the initial revision procedure due to polyethylene wear synovitis. Patient revised with exactech insert and patella. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Recall: z-0021-2022. Concomitant medical products: logic cr femoral por, right, sz 3.5 - 02-010-04-0335, 5079696; three peg patella 38mm - 200-02-38, 5310445; lgc tibial fit tray cem sz 3.5f / 3.5t - 02-012-45-3535, 5160841. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of prosthesis wear due to mechanical overload on the posterior medial edge of the tibial insert secondary to the overall tibial slope and potential ligamentous/soft tissue changes resulting in an rotational malalignment between the tibial and femoral components.